Manufacturer narrative:
Review of instrument images for crrs 2: well e9- neg result / 9 reaction strength- visually negative (e-,e+); well f9- neg result / 19 reaction strength- visually positive (e+,e-). A service call was made. Calibrated pump3 at 200 to 2600. Replaced pipettor waste tubing from trunk stock. Tested patient samples (abo and screen) with expected results. The galileo is operating within specifications.

Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen (crrs) 2 on the galileo. Initial testing resulted negative. Another sample was later collected from the patient and tested on the galileo for the 2 cell panel and resulted as weakly positive. No transfusion occurred between the dates of collection. Anti-e was identified.